Event description:
While on the line with technical support, patient discovered that segments, in the 100's column of the device display, were missing. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.